Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the customer tried to replace cartridge, but it could not be connected. The device was put back in neutral position but the same result (the cartridge disengaged from the tacker when it was pulled). The handle was stiffer than usual. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.